Event description:
It was reported to medtronic minimed that the customer received pump error 3 (communication or transmission problem), pump did not pass the self-test, the pump was not turned on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. No product return was required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump immediately flashed medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to flashing medtronic logo. Unable to lock a test p-cap and reservoir properly into the reservoir compartment due to partially broken retainer ring at the knit line. Unable to download pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, missing display window/cover, battery cap contact missing, missing o-ring (reservoir tube), broken reservoir tube lip, partially broken retainer, and broken belt clip rails. Unable to verify customer's complaint for pump error 3, blank display, and device test failed due to flashing medtronic logo. Unable to download was confirmed due to flashing medtronic logo. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Battery cap contact missing and a damaged retainer ring were confirmed during visual inspection. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.